Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas gain alarm and had axillary insertion. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields are b5 describe event or problem, event site telephone. Updated fields are b4, b6 additional comments, g3, g6, h2.

Manufacturer narrative:
Gas loss alarm occurred and patient had an axillary balloon insertion,esp personnel explained that if this was the first occurrence and it working fine now, just continue to monitor. It could be correlated with the repositioning of the catheter during the dressing change

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm and had axillary insertion. There was no harm or injury reported.